Manufacturer narrative:
(B)(4). Batch #n91e9g. The device was returned with the upper jaw detached and not returned. In addition the device was received with the top of the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a hepatectomy procedure, the device blocked after some minutes of use, while being used on thick liver tissue (liver cirrhosis). Another like device was used to complete the procedure. There were no adverse consequences for the patient.